Event description:
Pt had an endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad during a target vessel revascularization procedure. Approx 19 months post stent implant the pt suffered a gi bleed. Plavix and asa were stopped and the pt was given IV nexium. Pt rec'd a transfusion and had an esophagogastroduodenoscopy showing multiple gastric and duodenal ulcers. The pt recovered with treatment and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes: results: (haemorrhage, requiring transfusion).